Event description:
While using a byte night aligners, patient reports that their aligners are ill-fitting and are cutting into their gums and irritating them. This is causing a delay for their end of treatment. Provided fit tips and to smooth any rough edges, requested new photos and additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.